Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support the catheter kinked, causing a hole in the catheter. The patient was successfully weaned from rp support with an impella 5.5 still in place.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-21546 in accordance with updated procedures. H5 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21546.